Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her daughter (the patient) alleging an intermittent power issue with the pump. The reporter claimed that the pump lost power without user intervention two times within the past month. The reporter did not allege any harm or injury because of the alleged issue. The reporter did not have the subject pump for troubleshooting. Multiple attempts by animas to contact the reporter for troubleshooting have been unsuccessful. The pump is being returned due to an alleged display issue. The reporter also alleged that the pump's white lettering on the screen had changed to orange. The alleged display issue is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a power issue. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. Investigation revealed that the battery compartment is cracked. There was no damage found to the battery cap. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.